Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During functional testing, it was found that cooling was possible but slow. Mixing pump was replaced. The device underwent and passed testing after all repairs. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not cool down on the arctic sun device due to cooling malfunction. Per review of wo on (B)(6) 2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6) 2023, they replaced the mixing pump assembly.

Event description:
It was reported that the water did not cool down on the arctic sun device due to cooling malfunction. Per review of wo on 13mar2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 17mar2023, they replaced the mixing pump assembly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.